Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient¿s ipg would not hold any charge after a non-device related surgery. The patient tried multiple cycle charging with no success. It was stated that it was suspected that electrocautery was used. The patient underwent a revision procedure wherein the ipg was replaced. The physician did not suspect malfunction with the replaced ipg. The patient was reportedly doing well postoperatively. Monopolar electrocautery was known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device is capable of being charged fully under a proper charging method. Examining device profile data, the charging difficulty was evident with unknown reasons. Battery depletion was within the normal range. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient¿s ipg would not hold any charge after a non-device related surgery. The patient tried multiple cycle charging with no success. It was stated that it was suspected that electrocautery was used. The patient underwent a revision procedure wherein the ipg was replaced. The physician did not suspect malfunction with the replaced ipg. The patient was reportedly doing well postoperatively. Monopolar electrocautery was known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)